Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics assembly. The device was unable to verify the failed battery test alarm, battery out limit alarm, low battery alarm due to blank display. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer's sister reported via phone call blank display and failed battery test on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer received failed battery test while troubleshooting. Troubleshooting for blank display was performed. Customer advised the replacement battery cap and replacing the battery on the device were unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.